Event description:
It was reported that the patient had inadequate pain relief despite reprogramming. The patient underwent a revision procedure wherein the ipg was replaced and leads were added. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago.